Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for medical procedure, the hospital staff found that the neuron select 5f select catheter (5f select) was kinked upon removal from the packaging. The damage to the 5f select was found prior to use, and therefore it was not used in the procedure. The procedure was completed using a new 5f select.

Manufacturer narrative:
Occupation. Health professional.